Event description:
Procedure type: unk. According to the reporter: during use, a broken rubber piece fell into the cavity. It was retrieved. Also, air leakage occurred with one of the ports when surgical instrument was inside of it. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 12/08/2008.